Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Recommended asr revision - left hip. Asr xl acetabular system update received april 18th, 2013. Three products added. Dummy product page amended. Reason for revision, explant date, surgeon, hospital added. Reason(s) for revision: pain update form 57 received april 23rd, 2013. Stem lot number, reference number, additional reason for revision added. Reference number: (B)(4) reason(s) for revision: component loosening: incorrect see below update received may 21st, 2013. Revision reason amended. Reason(s) for revision not as above, this is the new reason for revision: pain due to increasing metal ion levels. Update 28 mar 2018. Additional information received from crawford. Updated manufacturing dates. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (left hip).